Event description:
On (B)(4) 2012, customer reported that the top of the power processor was arcing with minor amounts of smoke present. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that arcing occurred on the refrigeration unit on top of the 3060-tube stockyard. Fse stated that an internal short occurred and the issue cannot be fixed. Fse unplugged the refrigerator unit and ordered a new refrigeration unit for the stockyard. A replacement refrigeration unit was installed on (B)(6) 2012. This resolved the issue and no further problems were reported by the customer. The cause of the event was an unknown electrical malfunction.

Manufacturer narrative:
(B)(4).